Event description:
Caller (patient's husband) alleged discrepant results compared with another protime meter and the lab. Results as follows: date: (B)(6) 2011, inratio2: 1.1, protime: 3.1, lab3.5, 3.6

Manufacturer narrative:
Investigation pending.